Manufacturer narrative:
Retention and returned devices for the reported lot were tested with clinical negative urine samples. All devices yielded expected negative results at 3 and 4 minutes. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention products performed as expected during in-house testing and could not replicate the reported complaint. Complaints are tracked and trended on a monthly basis. This test provides a presumptive diagnosis for pregnancy. A false positive result can be caused by a variety of factors and interfering substances. Please refer to the interfering substances section of the package insert. Substances not listed in this section have not been evaluated with this test. For these reasons, a secondary analytical method must be used to obtain a confirmed result.

Manufacturer narrative:
Correction to d10 return product previous information was (B)(6) 2019 and has been changed to (B)(6) 2019. Conclusion: retention and returned devices for the reported lot were tested with clinical negative urine samples. All devices yielded expected negative results at 3 and 4 minutes. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention products performed as expected during in-house testing and could not replicate the reported complaint. Complaints are tracked and trended on a monthly basis. This test provides a presumptive diagnosis for pregnancy. A false positive result can be caused by a variety of factors and interfering substances. Please refer to the interfering substances section of the package insert. Substances not listed in this section have not been evaluated with this test. For these reasons, a secondary analytical method must be used to obtain a confirmed result.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the patient presented to the facility for an endoscopy that was scheduled and non-emergent. The patient's urine was tested on the cardinal health rapid test hcg cassette and produced a positive result when read at 3 minutes. On the same day, the patient was sent for confirmatory testing and received a quant result=<1 miu/ml. The patient was determined to not be pregnant and the delayed procedure was performed about 45 minutes to an hour later. Troubleshooting was conducted with the customer. The customer was advised on possible causes such as deviations from technique, storage, and handling per the package insert.